Event description:
It was reported there were concerns this pacemaker was exhibiting premature battery depletion (pbd). It was noted that one year ago the longevity measurement was five years remaining. On october 4th, the remaining battery was at two and a half years. Data analysis was requested. Device data confirmed the power consumption of this device has been increasing during the past year. Technical services (ts) recommended device replacement. There were no adverse patient effects reported. Currently the device remains in service. Additional information was received that confirms the device was explanted and replaced. There were no additional adverse patient effects reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported there were concerns this pacemaker was exhibiting premature battery depletion (pbd). It was noted that one year ago the longevity measurement was five years remaining. On october 4th, the remaining battery was at two and a half years. Data analysis was requested. Device data confirmed the power consumption of this device has been increasing during the past year. Technical services (ts) recommended device replacement. There were no adverse patient effects reported. Currently the device remains in service. Additional information was received that confirms the device was explanted and replaced. There were no additional adverse patient effects reported. The device was returned for analysis.

Event description:
It was reported there were concerns this pacemaker was exhibiting premature battery depletion (pbd). It was noted that one year ago the longevity measurement was five years remaining. On october 4th, the remaining battery was at two and a half years. Data analysis was requested. Device data confirmed the power consumption of this device has been increasing during the past year. Technical services (ts) recommended device replacement. There were no adverse patient effects reported. Currently the device remains in service.